Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that during advancing of the 4.00x12mm promus element drug-eluting stent, resistance was encountered. The device was removed together with the guiding catheter, however, the stent was dislodged from the balloon. The dislodged stent was removed from the patient and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached from the balloon and was returned with the device. A visual examination found the crimped stent severely damaged, with struts distorted and bunched. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and it was noted that the balloon wings were relaxed and opened up from their folded position. Solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall are not as prominent possibly due to manipulation. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that during advancing of the 4.00x12mm promus element ¿ drug-eluting stent, resistance was encountered. The device was removed together with the guiding catheter, however, the stent was dislodged from the balloon. The dislodged stent was removed from the patient and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left main coronary artery (lmc). A 4.00x12mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent was dislodged after being released. The procedure was not completed and the patient was then sent for surgery.